Event description:
It was reported that the patient underwent an unspecified spinal procedure with screw implantation. An unknown time post-op, x-rays appeared to show a screw breakage. The patient underwent a revision surgery approximately 2 years post-op to remove the broken screw. No further information is known at this time.

Manufacturer narrative:
(B)(4): the bone screw returned was found broken at the level of the bone thread. No defect was found at the level of the breakage. The damages observed are consistent a fatigue damaging of the metal due to repeated flexural loading of the bone screw. The root cause of the fatigue loading might be a non-union of the level, consistent with the screw breakage being observed 2 years post implantation of the construct. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.